Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the device's upstream occlusion (uso) seal was torn in the middle. The uso seal was replaced to fix the issue.

Event description:
It was reported that the membrane-sensor was torn. There was unknown patient involvement and unknown patient harm/adverse event reported.